Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Field service engineer (fse) examined the system onsite and confirmed the reported problem. Upon troubleshooting, fse found the system lost power and the ups failed to boot when the mains cabinet was turned on. To resolve the problem, fse replaced the fan tray and tested the ups fuses, finding one fuse blown and philips also implanted the correction for the issue with ups. After replaced the fan tray and bypass ups, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptible power supply was unable to boot up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.